Manufacturer narrative:
No other information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that when looking at a sample result on screen that was in process on the au 681-03e clinical chemistry analyzer, it was noticed that urea stat reagent gave a high result and an e flag (overreaction in a rate assay detected) - 720.20emg/dl. However when the system went into 'standby' mode and the results were rechecked there was no error or flag and the result was normal (10.28mg/dl). The result was run from the stat table. There was no affect to patient with regard to this event.